Event description:
Caller reported a cgm error with a g6 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided information for a complete pump reset and guided the caller through the process, resulting in a successful start of the sensor session with no recurrence of the error.